Event description:
It was reported that the catheter that ran around to the patient¿s spine developed a leak. It was noted ¿they took out all and replaced¿. The pump was delivering lioresal and morphine. Specific patient symptoms, cause of the event, troubleshooting/diagnostics, and patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical devices: product ID: 8575, lot# n092901, implanted: (B)(6) 2007, explanted: (B)(6) 2012, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2012, product type: catheter. (B)(4).